Manufacturer narrative:
(B)(4). The customer reported that during a pt event an etco2 reading could not be obtained and the users only saw a "?" Mark for a numeric reading. The pt was pronounced in the field. There was no report that the device behavior impacted the pt outcome. The etco2 function does not impact the delivery of defibrillation or pacing. This malfunction is being reported due to the pt's outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that during a pt event an etco2 reading could not be obtained and the users only saw a "?" Mark for a numeric reading.